Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however, the lot number was provided. Review of the device lot history record is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that during an attempted arteriotomy closure using a starclose vessel closure system after an unk procedure, the physician was not able to split the sheath. Hemostasis was achieved using manual compression. No pt injury or adverse effects were reported. No additional info available.